Event description:
It was reported that the asymptomatic patient presented to the or for changeout due to normal eri. Upon explant, externalized conductors were observed between the coils of the lead. No electrical anomalies were noted . The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun

Manufacturer narrative:
External insulation abrasion was noted at 6.0-6.2cm, 6.3- 6.6cm, and 6.8-7.0cm from the connector pin, consistent with lead friction to the ICD can. The coil was melted at 6.3- 6.8cm and 6.8-7.0cm. External insulation abrasion was noted at 8.5-9.2cm from the helix, consistent with lead friction to another device. The etfe coating was intact at this location. External insulation abrasion was noted at 48.5- 48.9cm from the helix, consistent with lead friction to the ICD can. The etfe coating was damaged during the surgical procedure.